Event description:
Event description guidant received information that during a follow up visit, this pacing system was ventricular pacing at a rate of 110ppm. An electrogram was faxed to technical services (ts) for review. The ts consultant determined that the ventricular rate regulation feature was causing the pacing rate. Loss of capture and an increase in threshold values were also noted. No adverse patient symptoms were observed.